Event description:
Dialyzer membrane rupture. Blood leak alarm activated. Visible blood in dialysate line. Treatment discontinued temporarily, new dialyzer & blood lines set up and treatment continued. No blood from dialyzer returned to pt.